Event description:
Percutaneous coronary intervention (pci) was being performed on a de novo lesion in the mid left anterior descending artery (lad) of 29mm in length in a 2.5mm vessel diameter. The lesion was further described as both calcified and tortuous. The site was pre-dilated with an unidentified balloon at unknown inflation pressure. While advancing the delivery system, resistance was felt so the physician removed the device and dilated again. Upon removal, it was observed that the distal stent struts were flared. An endeavor stent was used to successfully complete the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. The 2.5 x 33mm cypher select stent delivery system (sds) was unable to be delivered to the calcified lesion in the mid left anterior descending artery of a male patient. Upon removal, the distal stent struts were found to be flared. There was no patient injury reported. The target lesion had been pre-dilated per the instructions for use. However, friction was noted as the sds was being advanced to the target lesion so it was removed and the lesion was pre-dilated again. A non sterile 2.5x33mm cypher select was received coiled inside the plastic bag. The stent was still mounted on the balloon; the distal section of the stent was kinked. The distal stent struts were flared. The crossing profile of the stent was measured, and it was within specifications. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure was confirmed. The damages on the stent appear to have been caused during the procedure, according to the event description. No corrective action will be taken at this time, given that there are no indications that the reported issues could be related to the manufacturing process. Conclusion: inspection of the returned product confirmed the distal stent strut flaring but there was no evidence to suggest that this damage was manufacturing related. Based on the limited information available, there are vessel characteristics that may have contributed to the event as reported.